Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and one of the patients leads had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted ipg and lead will not be returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071645. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071762. UDI: (B)(4).